Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a gray battery status. It was noted the device would be used since the pocket was closed and the crt-d would be checked in a couple days to determine the status of the battery. It was noted after a device interrogation a few days following the implant procedure, the battery longevity bar had changed to green and the crt-d consequently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an electrical reset. The analyst commented the battery voltage estimator was grey and showed re initializing and a power on reset (por) occurred on 2015 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.